Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device showed a power-on-reset (por) condition. The pt was in the hospital when this was reported. Add'l info has been requested.